Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). Following the insertion of non-bsc guide wire, predilation was performed with a non-bsc balloon catheter. Subsequently, a 16 x 3.50mm promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the target lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent had detached from the delivery system and was not returned for analysis. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found that the hypotube was kinked at various positions along its length. In addition, the outer was kinked at 62 mm distal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).